Manufacturer narrative:
Based on our investigation, we can conclude that the trajectory of the returned guide aligns with the final plan. Additionally, all production processes were found to have been properly followed, and no issues were found during the guide's quality analysis. As such, the cause of the trajectory deviation could not be determined. Please see attached to reference the detailed analysis.

Event description:
The guide was used for implant surgery on (B)(6) 2020. During surgery, the doctor observed that the buccal plate was perforated. He ended up grafting the area and leaving the implant in. However, a few months later (doctor did not specify), the implant came out while the doctor was performing a torque test. The area was then grafted, and the doctor filed this complaint when he submitted a new planning file for a new guide on (B)(6) 2020.